Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation, and the reported inflation issue and hub leak were confirmed. A review of the lot history record revealed no non-conformances. Based on an expanded investigation and further review of the complaint handling database, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored.

Event description:
It was reported that the procedure was to treat a lesion in the femoral artery. The 6.0mmx60mmx80cm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion without reported issue; however, the bdc could not be inflated and a hub leak was noted. The bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.